Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the doctor chose a black reload and buttressing for first reload. He then used a green reload and buttressing on second firing of procedure. This load did not fire a complete three row staple line on the sleeve conduit. The medial part of the staple line was incomplete (longitudinally along the knife track) closest to the knife blade. The staple load is visibly damaged on the proximal row to the knife. It was perceived as not deploying staples on this row as well. Surgeon was forced to repair the staple line and chose to do so with a second firing with a second stapler/reload. Case was completed with a second device and black reload to resect around the incomplete staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the staple row medial to the knife on the patient (conduit) side did not form correctly after the 1st 1/3rd of deployment. The outer 2 rows did form, however were described as needing repair to ensure patient safety. The knife did cut to the end of the staple line. Repair was done with another firing of ple60a, however the load was not specified. A photograph of the product was reviewed and it is believed the inner two staple rows did not properly deploy supports the event description of this complication. However the photographs do not provide evidence relative to what may have caused the incomplete staple deployment. I believe the form of internal staple cartridge interference may have contributed to this complication.